Event description:
It was reported that the patient of the remstar auto a-flex device had passed away and the patient's wife needed a return label to send back the device. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.